Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.

Manufacturer narrative:
Investigation summary bd received one contaminated samples and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. A photo of the sample is evaluated and the customers failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was poor sleeve function during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.